Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a persistent burning pain at the ipg site. The patient reported the area was sensitive to the touch. It was reported the physician had prescribed medications to try to address the pain. The patient was to follow up with the physician regarding the issue. Follow up identified the patient had met for reprogramming. At the appointment, the patient did not have pain at the ipg; the sensation reportedly is intermittent. It was reported the patient was reprogrammed successfully and would contact with further issues.